Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of chipped distal end was caused by component failures. The cause of the damage is considered to be overloading or deterioration over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the reusable endoscope sheath, distal end was chipped. The issue occurred during service or maintenance. There were no reports of patient harm.